Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported for camera head, camera port had blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, flooding of cable and imaging section was observed. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported for camera head, camera port had blurry image. There were no reports of patient harm.